Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 100 units. The customer reported blood glucose level ranged from 400-500 (mg/dl), and was addressed with manual injections and insulin pen. During the call with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.